Event description:
It was reported that while using night aligners, the patient was on step 14u and 13 lowers (l) 5 days and at the end of treatment for l and was dissatisfied; there was some crowding and sensitivity and looseness on right and says pain on left side at a level 5.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.